Event description:
Multiple stents were being used to attempt to cross lesion in rca, right coronary artery. Stent became dislodged. Guiding catheter, stent catheter with delivery system taken down to the distal aorta and attempts made to retrieve the stent system into the guiding catheter. During attempt, stent became dislodged from delivery system and could not be retrieved.